Manufacturer narrative:
Other text: device evaluation: one device returned for investigation. Visual inspection performed and found tank cover is cracked and leaking. Functional test performed with no fault found. The customer reported problem could not be replicated. Service history review identified there was no indication that the complaint was related to a service to a service of the device within the review period. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, in information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device didn't work. Patient involvement is unknown.